Event description:
The patient's facial nerve was reportedly damaged during implant surgery. The patient experienced facial paralysis. The patient's eye was stitched closed due to inability to blink. The patient's facial paralysis is reportedly improving. Additional symptoms include a drooping mouth. The patient will reportedly attending swallowing therapy.